Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. Initial reporter zip code is not indicated at this time. (B)(4).

Event description:
An ophthalmologist reported that following an intraocular lens (iol) implant procedure, the patient experienced poor vision. The iol was removed and replaced with another lens model and a different power. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was returned. The lens was returned cut into three portions. One portion containing a haptic was returned positioned incorrectly inside a lens case of a different serial number. Another portion of the cut lens was returned outside of the lens case adhered by solution to the label side of the lens case lid. The last portion of the cut lens containing the other haptic was returned adhered by solution to the bottom of the lens case base. Solution was dried on the cut lens portions. The optic portions have multiple scratches and scrape marks near the cut areas. The damage is typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. The product investigation could not identify a root cause for the reported complaint. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the surgeon, who reported no causal relationship "because of incompatibility with the iol or visual acuity recovery after surgery was slow, we replaced the lens according to the patient's request, vision may have recovered if we took more time to follow up".